Manufacturer narrative:
Additional information added to b5.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to an unknown product performance issue. Another rv lead was successfully placed. Additional information was requested from the field. No additional adverse patient effects were reported. Additional information was requested from the field. At this time, no further information was available. This investigation will be updated should further information become available in the future.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to an unknown product performance issue. Another rv lead was successfully placed. Additional information was requested from the field. No additional adverse patient effects were reported. Additional information was requested from the field. At this time, no further information was available. This investigation will be updated should further information become available in the future.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to an unknown product performance issue. Another rv lead was successfully placed. Additional information was requested from the field. No additional adverse patient effects were reported.